Event description:
It was reported that review of the log files captured that the returned system controller, was connected to pump (B)(6), throughout the log files. On 06jul2025 the estimated flow dropped to ~0 liters per minute (lpm). On 07jul2025, the log file captured a full depletion of the external 14v batteries and backup battery, which resulted in a pump stop on 07jul2025. Additional information was provided by the site that the wrong controller was returned to abbott by mistake.

Manufacturer narrative:
Section d4: expiration date and manufacture date (h4) will be provided upon investigation. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log files confirmed the reported event of a pump stop due to full depletion of the batteries and backup batteries. Reported low flow events were also confirmed via log file analysis; however, a specific cause for the low flows could not be conclusively determined. On (B)(6) 2025 and (B)(6) 2025 the controller event log file captured low flow events. A low flow hazard alarm was captured on (B)(6) 2025. This alarm resolved intermittently after the estimated flow returned to a value above the alarm threshold of 2.5 lpm. Shortly after, another low flow hazard alarm activated on (B)(6) 2025. This low flow hazard alarm was active the remainder of the file and did not resolve before the controller powered off on (B)(6) 2025. The file captured low power advisory, low power hazard, power cable disconnect, and a no external power alarms on (B)(6) 2025 due to full depletion of the 14v batteries. An lvad off alarm was captured on (B)(6) 2025, indicating the backup battery had depleted and was no longer able to support pump function. The controller shutdown shortly after on (B)(6) 2025. No other notable events or alarms were captured, and the pump appeared to function as intended at the fixed speed prior to the pump stop. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6). No further related events have been reported at this time. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revisions of the instructions for use (IFU) and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 left ventricular assist system (lvas) IFU and the heartmate 3 patient handbook are currently available. Section 1 of the IFU, ¿introduction¿, addresses pump parameters, including pump flow, and pulsatility index (pi). Section 4 of the IFU, ¿heartmate touch communication system¿, describes the pump flow display and the hazard alarms. It also explains that changes in patient condition can result in low flow. Per design, when the estimated flow value is calculated at less than 2.5 liters per minute (lpm), a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. Section 5 of the patient handbook, ¿alarms and troubleshooting¿, and section 7 of the IFU, ¿alarms and troubleshooting¿, provides information on all system alarm conditions as well as the appropriate actions associated with each condition. Furthermore, section 8 of the patient handbook, ¿handling emergencies¿, also provides examples of emergencies and the proper actions to take in the event an emergency occurs. The IFU and patient handbook contain information on system controller alarms, as well as the proper actions associated with them. These documents also warn of events that may cause the pump to stop and how to prevent pump stops from occurring. The ¿handling emergencies¿ section of the patient handbook lists examples of emergencies and what actions to take. Furthermore, the patient handbook cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.